Event description:
It was reported that detachment occurred. The opticross hd imaging catheter was selected for use. During preparation, the imaging window was broken so the device could not be used. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and telescope assemblies. Microscopic inspection revealed the distal housing could not be observed due to residues inside the imaging window. No separation was encountered. The complaint device was sent for x-ray analysis to observe the distal housing condition. Based on the x-ray the distal housing was observed with no evidence of saline damage. The customer did provide one picture related to the complaint the upn and lot number provided on the picture match with the reported information in this complaint. The picture shows no evidence of the reported problem.

Event description:
It was reported that detachment occurred. The opticross hd imaging catheter was selected for use. During preparation, the imaging window was broken so the device could not be used. The procedure was completed with another of the same device. There were no patient complications reported.